Event description:
It was reported that a patient was implanted with synthes dynamic hip system ( dhs) approximately four or five years ago after fracturing his subtrochanteric femur. It was discovered that the plate was sticking out through the patient¿s skin due to an ulcer. The patient underwent surgery on (B)(6) 2014 to remove the 8 hole 135 degrees dhs plate located at the proximal part of the greater troch of the femur and 8 cortex screws and 1 compression screw and 1 lag screw. All screws were intact with no allegation against them or the plate. Patient was not revised with another plate. It was confirmed that the original implant had healed properly. Patient history shows that he is paralyzed from the waist down. No pain was reported. Removal surgery was completed successfully without patient harm or surgical delay. This report is for the unknown 8 hole 135 degrees dhs plate this is report 1 of 2 for (B)(4).

Manufacturer narrative:
(B)(4). Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.